Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 506 mg/dl, which was treated with manual injection. Customer reported of treating for low blood glucose due to sensor's low readings. Customer reported that one sensor may have been damaged and another sensor had bent cannula. Troubleshooting was performed for sensor glucose versus blood glucose differences. Customer declined high blood glucose due to knowing reason for high blood glucose.